Event description:
Info received indicated the valve was removed due to regurgitation. At explant, two cuspal tears (perforations) were noted on one cusp. The valve was replaced. Although the pt later expired, hcp stated the death was not due to the device. The pt cause of death was reported as due to los and mnms.